Manufacturer narrative:
Initial reporter corrected .health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.

Manufacturer narrative:
-Type 2 diabetic on vgo 30 reported that on (B)(6) 2017 she was involved in a car accident while wearing a vgo device. -she reports that she blacked out and woke up surrounded by paramedics. The paramedics told her that her bg was 23mg/dl. -the patient states that at the time she was using vgo devices she was not aware that the vgo delivered 24 hour basal insulin. -the patient was transported to the emergency department where she was treated for bruises and hypoglycemia. The patient was discharged the same day. -patient immediately discontinued using vgo devices. The patient resumed her previous therapy and has had no subsequent hypoglycemia. -the vgo worn at the time of the accident has been discarded

Event description:
Type 2 diabetic on vgo 30 for approximately 2 months spoke with valeritas customer care and reported that on (B)(6) 2017 she was involved in a car accident while wearing a vgo device. She alleged that the accident occurred due to experiencing a severe low bg while driving. She reports that she blacked out and woke up surrounded by paramedics. The paramedics told her that her bg was 23mg/dl. The patient was transported to the emergency department where she was treated for bruises and hypoglycemia. The patient was discharged the same day. She cannot recall her bg upon discharge. The vgo worn at the time of the accident has been discarded. Patient immediately discontinued using vgo devices. The patient resumed her previous therapy and has had no subsequent hypoglycemia. The patient states that at the time she was using vgo devices she was not aware that the vgo delivered 24 hour basal insulin. She routinely delivered 4 clicks of bolus insulin prior to meals. She believed at the time that the vgo only administered the on demand bolus dose. She did not understand the amount of insulin she was receiving from the vgo devices. She believes this lack of understanding contributed to the multiple hypoglycemic events as well as the final event which resulted in the car accident. The patient will not be resuming vgo therapy in the future.